Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that the patient had developed a patchy red rash underneath the ECG electrodes. The patient used neosporin and was prescribed mometasone for the rash. The medical outcome of the irritation is unknown.